Event description:
Pt is a chronic hemodialysis pt. Seven minutes after start of dialysis pt complained of feeling dizzy, short of breath and diaphorectic. Blood pressure dropped from 124/74 to 104/46. Dialysis immediately stopped. Normal saline bolus given along with oxygen per nasal cannula. Pts. Status post event good. New dialyzer and lines set up. Treatment resumed without further problems. Post event blood specimen drawn and spun for hemolysis: negative.